Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing. The short arterial pressure tubing was noted connected to the iabc luer. The teflon sheath was on the returned iabc. The outer lumen was noted kinked at approximately 64.5cm from the distal tip. Dried blood was noted on the exterior surfac-es of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined; no damage was noted. The customer submitted photos were reviewed. The photo shows an iabp alarm list with multiple "no ap signal available" and "trigger loss" alarms. The photo shows an abnormal ap waveform. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The cal key and fos were connected to the iabp without difficulty. The cal key was disconnected and reconnected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 4.2cm from the distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer end. The guidewire met resistance and could not advance at approximately 77.2cm form the luer end. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "clotted iabc" is confirmed. During the investigation, the catheter central lumen aspiration/flushing test was unsuccessful. A guidewire was unable to advance through the central lumen and blood was noted on the guidewire upon removal. The blood built up in the central lumen may have resulted from not maintaining the patency of the arterial line. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood buildup within the central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "clotted iab". Additional information states that the iab catheter was removed. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "clotted iab". Additional information states that the iab catheter was removed. No patient injury or consequence reported. The patient's current condition is reported as "fine".